Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient on impella support encountered an alarm indicating that the pump was incorrectly positioned in the aorta. The pump was replaced with the new one. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
Product was not returned for investigation. According to the clinical data, the initial echo indicated proper positioning and waveform consistency. Subsequent alarms, suggesting a potential shift to the aorta, prompted adjustments in impella settings. Despite efforts to clarify the situation and plan for further evaluation, the doctor decided to shut down the device, necessitating its replacement. Data logs were reviewed and no related alarms were found per reported complaint outcome. Data logs did not match the complaint description. There was no issue found during the case, based on data log review.